Event description:
On (B)(6) 2010, pt reported the insulin cartridge leaked insulin into the infusion device causing elevated blood glucose. Pt stated his blood glucose climbed to 403 mg/dl. Pt reported he noticed the infusion adapter was loose from the infusion device and insulin had leaked into the infusion device. Pt stated he poured out the insulin from the infusion device, dried out the inside of the cartridge compartment, changed the infusion adapter, infusion tubing and the insulin cartridge and then resumed using the infusion device. Pt reported he corrected his blood glucose within 24 hours. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.